Manufacturer narrative:
H.6. Investigation: the complaint investigation for false negative results with the bd sars-cov-2 reagents for bd max¿ system (B)(4) lot 0168222 was performed by the review of the manufacturing records, customer¿s data analysis and verification of complaints history. Review of the manufacturing records of bd max sars cov-2 indicated that the qc results met the specification for release and use, no false negative result was obtained. Four pdf files from bd max¿ system ct1469 were received from the customer. According to the complaint text, a known positive sample was tested multiple times using the same sample preparation method. Data analysis shows that some variations in CT (cycle threshold) values of each replicate are visible. For example, the CT value of the rnasep target for sample in run 545, is at least more than one CT later than any of the other runs. Overall, the data analysis suggests that the sars-cov targets (n1 and n2) load, for sample in run 545, is most likely under the limit of detection of the assay, explaining the negative result. The issue is suspected of being due to improper mixing of the sample during sample preparation steps. Other hypotheses could also explain the customer result, such as an unexpected instrument issue, however, without the csv files it is not possible to verify those hypotheses. There is no complaint trend for false negative result for the bd sars-cov-2 lot 0168222. The root cause for the false negative result was not identified. Bd cannot confirm the complaint based on the investigation that was performed. No corrective and preventive action (CAPA) was initiated.

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system (B)(4) a false negative result on a known covid positive patient was obtained by the laboratory personnel. The first result obtained was positive, and upon repeat the sample was negative. The same sample was repeated 3 additional times and the results were positive. Erroneous results were not reported out and there was no report of patient impact.

Manufacturer narrative:
(B)(4). Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system ((B)(4)) a false negative result on a known covid positive patient was obtained by the laboratory personnel. The first result obtained was positive, and upon repeat the sample was negative. The same sample was repeated 3 additional times and the results were positive. Erroneous results were not reported out and there was no report of patient impact.